Event description:
During a coronary artery bypass graft procedure, the needles were pulling off of the suture. The surgeon used another suture to complete the procedure with no adverse consequences to the patient.